Event description:
A malfunction alarm identified as "malf 0" was reported, accompanied by fault ID 0x2438. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue reappeared.